Event description:
It was reported that the connection between the transfer set and the plastic adaptor would not tighten or lock in place. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h12k13080 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been requested for return for evaluation. Should any additional relevant information is received , a supplemental report will be submitted.